Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes returned to manufacturer on: 22mar2024 investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate. Report 3 of 4. The following information was provided by the initial reporter, translated from portuguese to english: he caregiver got in touch to say that her mother has been using bd needles to administer insulin for many years, but this is the third pack that she has noticed a change in the quality of the needles. She said that the needles are thinner and when she applies them, she has difficulty finishing the application and they almost break in her body, the other two batches used no longer have the numbering and of the batch reported he had a problem with the 8 syringes used and has one for collection and does not want a replacement because he said he will no longer use the bd syringes. Medication/substance involved nph and regular *in which situation was the deviation identified? During use on the patient/contact with the patient. *has there been any damage to the health of the patient or the professional who handled the material? No.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate. Report 3 of 4. The following information was provided by the initial reporter, translated from portugese to english: he caregiver got in touch to say that her mother has been using bd needles to administer insulin for many years, but this is the third pack that she has noticed a change in the quality of the needles. She said that the needles are thinner and when she applies them, she has difficulty finishing the application and they almost break in her body, the other two batches used no longer have the numbering and of the batch reported he had a problem with the 8 syringes used and has one for collection and does not want a replacement because he said he will no longer use the bd syringes. Medication/substance involved nph and regular in which situation was the deviation identified? During use on the patient/contact with the patient. Has there been any damage to the health of the patient or the professional who handled the material? No.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to aspirate. Report 3 of 4. The following information was provided by the initial reporter, translated from portuguese to english: he caregiver got in touch to say that her mother has been using bd needles to administer insulin for many years, but this is the third pack that she has noticed a change in the quality of the needles. She said that the needles are thinner and when she applies them, she has difficulty finishing the application and they almost break in her body, the other two batches used no longer have the numbering and of the batch reported he had a problem with the 8 syringes used and has one for collection and does not want a replacement because he said he will no longer use the bd syringes. Medication/substance involved nph and regular *in which situation was the deviation identified? During use on the patient/contact with the patient. *has there been any damage to the health of the patient or the professional who handled the material? No.

Manufacturer narrative:
The following fields were updated due to additional information: h.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.